Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information for further investigation was requested but was not provided. Since no other samples were affected it was assumed that the issue was sample related. Possible causes include traces of fibrin or gel which may have clogged the tip of the sample probe.

Event description:
The customer reported that they received erroneous results for one patient csf sample tested for total protein urine/csf gen.3 (tpuc3) and glucose hk (gluc3). The initial tpuc3 result was 1.3 mg/dl. The sample was repeated twice with results of 359.9 mg/dl with a data flag and 358.5 mg/dl. The initial gluc3 result was 0 mg/dl and the repeat result was 19 mg/dl. Both the initial results and the repeat results were reported outside of the laboratory. No adverse event occurred. The tpuc3 reagent lot number was 600951. The expiration date was requested but not provided. The gluc3 reagent lot number was 606240. The expiration date was requested but not provided. A specific root cause could not be identified. An instrument or reagent problem has been ruled out.